Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 400 mg/dl range. The customer alleged that the pump was not delivering insulin. Reportedly, the customer completed a supply change, set an increased temporary basal rate, administered bolus insulin and continued to use the pump for insulin therapy.